Event description:
Related manufacturer reference number: 2017865-2023-00705. Related manufacturer reference number: 2017865-2023-00707. It was reported that during a device upgrade procedure, the device stopped pacing and could not be interrogated. Inspection of the atrial and ventricular leads showed significant insulation breach between the suture sleeves and proximal connector pins. The device was explanted and replaced. The atrial and ventricular leads were capped and replaced. There were no adverse health consequences, the patient was stable.